Manufacturer narrative:
The device was not received for evaluation. Available log files were retrieved and analyzed which showed device performance and functionality were unremarkable with no deficiency identified. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received on 27 jun 2024 from the health professional (hp) of a 75-year-old male patient with unspecified pathology and recent blood loss from troubleshooting alarms and discarding blood circuits without completing therapy, stating the patient experienced acute coronary syndrome (acs) during therapy on (B)(6) 2024. Additional information was received on 15-17 jul 2024 from the hp who stated that the patient had a hemoglobin of 7.0g/dl on (B)(6) 2024 and had commenced erythropoietin and iron sucrose, doses not specified. The patient was performing therapy in the education department of the dialysis center when the acs event occurred, was transferred to the hospital on (B)(6) 2024 and transfused with three units of blood. The patient was discharged from hospital on (B)(6) 2024, received additional education and resumed therapy with the nxstage system on (B)(6) 2024.